Event description:
It was reported that the user was going to calibrate the arctic sun device but were getting an error 71 (non-recoverable system error) and error 82 (non-recoverable system error). Biomed stated that the device was not cooling. The device was set to 4 degrees, but it made it down to 6 degrees in about 5 minutes. They also stated that they were going to try the calibration test unit on another device. Per follow up via phone on 27aug2021, biomed stated that did not know if therapy was completed and received a work order for the device and found the issues when calibrating. Biomed stated that there were no reports of patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was going to calibrate the arctic sun device but were getting an error 71 (non-recoverable system error) and error 82 (non-recoverable system error). Biomed stated that the device was not cooling. The device was set to 4 degrees, but it made it down to 6 degrees in about 5 minutes. They also stated that they were going to try the calibration test unit on another device